Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 ipg implanted 2015 (B)(6). (B)(4).

Event description:
It was reported during a follow-up visit that the patient's right ventricular (rv) lead has multiple reports of low pacing impedance and had a pacing polarity switch noted about six weeks previously. No changes were made and monitoring will continue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's right ventricular (rv) lead had oversensing and was capped and replaced.